Manufacturer narrative:
(B)(4).

Event description:
Cover sheet for referral of patient was received noting that they were being referred for vns over other procedures due to assessment of vns device migration. No known surgery has occurred to date. No additional information has been received to date.

Event description:
Physician later reported that device migration was not noted on exam and never confirmed.

Event description:
Cover sheet for referral of patient was received noting that they were being referred for vns over other procedures due to assessment of vns device migration. No known surgery has occurred to date. No additional information has been received to date.

Manufacturer narrative:
(B)(4).